Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. H7: z-0019-2022.

Event description:
As reported, on or approximately in (B)(6) 2010, the patient underwent a bilateral knee arthroplasty and patellofemoral arthroplasty, arthrotomy, menisectomy lateral patella release that was an optetrak device. On or approximately in (B)(6) 2011, the patient underwent a revision of the left knee patella. (Reported under 1038671-2022-00877). On or approximately in (B)(6) 2015, the patient underwent a complete left knee replacement surgery with removal of all prior knee components and was implanted with a total replacement exactech optetrak device. The post-operative diagnosis noted that the exactech optetrak device component of the patella failed. (Reported under 1038671-2022-00878). The patient developed severe pain in his left knee and underwent complete left knee replacement surgery with removal of all prior knee components on approximately (B)(6) 2017. (Reported under 1038671-2022-00879). The patient developed severe swelling of the left knee and was admitted in approximately (B)(6) 2019, with a prosthetic joint infection requiring debridement of the left knee. Furthermore, the patient was admitted on separate occasions requiring an additional left knee aspiration and antibiotics on or about (B)(6) 2020. Approximately in (B)(6) 2020, the patient had a total left knee removal of the (B)(6) 2017 device. The patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: three peg patella, 38mm - cn: 200-02-38 /sn: (B)(4).